Event description:
It was reported that pump experienced malfunction code ¿malf 0¿ with no notable events occurring beforehand and pump could not be turned off or placed into storage mode. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software.